Manufacturer narrative:
The product will not be returned to manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer reported that he experienced high bgs (476-500mg/dl) within the first day of applying the pod. A kink was seen in the cannula, though no blood was noted. The customer changed the pod and administered a manual insulin injection to counter the high bgs. The pod will be returned for evaluation.